Event description:
It was reported that at a follow-up appointment, the physician observed several untreated stored episodes of oversensed supraventricular tachycardia (svt). Additionally, the physician was also concerned regarding the pacing rate and sensor-guided pacing near the max tracking rate. Boston scientific technical services (ts) was contacted and provided potential reprogramming options to resolve the event. No adverse patient effects were reported. This pacemaker remains implanted and in-service.